Manufacturer narrative:
The full lead was returned and analyzed. Analysis found the stylet/guidewire was stuck in the lumen of the lead and the stylet/guidewire was broken and damaged. The analyst noted the guidewire was returned stuck in the lead and there were two flat wires extending out from the distal tip the lead. With destructive analysis, it was found the tip of the guidewire was overstressed and broken off and not returned. The guidewire was distorted and could not be removed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was introduced over the guidewire that was placed in the vasculature. The guidewire was then attempted to be advanced further but it became stuck inside the lead and when the physician tried to remove the wire, it was "coming along with the lv lead." The lead and guidewire were then removed and the physician tried to remove the guidewire from the lead on the preparation table, however, it was still stuck. The physician replaced the lead and completed the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.